Event description:
Medtronic physio-control is investigating occurrences of damaged flex cable connector locking tabs found during the production process. If a damaged connector locking tab does not lock the connector in place, it is possible for it to back out of the mating connector on the "pcb" assembly. If the connector cones loose, a service indicator will occur and the device will be unusable. There have been no malfunctions reported on distributed product related to this issue.